Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the inner insulation was found to be kinked/buckled. It was also noted that there was blood in/on the helix/lobe mechanism, turns to extend/retract helix exceeds specification, there was tissue present on helix, the lead was stretched, and the lead appeared to have been damaged at implant, visual analysis revealed that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.

Event description:
It was reported that during the implant attempt, there was difficulty positioning the right atrial (ra) lead. The helix was extended and retracted multiple times due to inadequate thresholds and sensing. After multiple attempts, the physician pulled the lead out of the body and the helix was not extended. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.